Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75 x 8 rx xience alpine; 3.0 x 12 rx xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional xience alpine devices referenced in the report are being filed under separate manufacturer report numbers.

Event description:
It was reported that on (B)(6) 2016, a 2.75 x 8 rx xience alpine, a 3.0 x 15 rx xience alpine, and a 3.0 x 12 rx xience alpine drug-eluting stent were implanted for treatment of an unspecified coronary vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including thrombosis. Medical intervention was performed via angioplasty and stent placement. The final patient outcome is reportedly unknown. No additional information was provided.